Event description:
Customer reported a malfunction in pump, with malfunction code 3 displayed. No information regarding the impact on customer's blood glucose level was provided, as the customer declined to answer related questions. Customer opted for multiple daily injections (mdi) as backup therapy while awaiting pump replacement. Technical support confirmed pump shipping address and instructed the customer to place the pump in storage mode before returning it using a pre-paid label.